Manufacturer narrative:
Duplicate of MFR report # 8010042-2021-00172.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).